Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. As reported through the legal department, a patient had a trapease ivc filter implanted on or about (B)(6) 2006. On or about (B)(6) 2016, the trapease ivc filter was found to have fractured in multiple locations. No additional information is available at this time. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Without return of the device or procedural films for review, the reported ¿filter fracture¿ could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, clinical factors contributing to the difficulty experienced by the customer could not be determined. The instructions for use states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is no indication of a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department in (B)(6), the plaintiff underwent placement of a trapease vena cava filter implantation during the index procedure. Approximately nine years and eleven months after the index procedure, the filter subsequently malfunctioned and caused injury and damages to the plaintiff but not limited to fracture of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the plaintiff has suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.